Event description:
During an unspecified procedure, the physician applied very little pressure putting in the luge guidewire and it snapped. The lesion being treated is unk. The wire was successfully removed. The procedure was successfully completed with a different device. No pt injuries or complications were reported. Pt status is reported as 'ok'.